Manufacturer narrative:
(B)(4): the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. The patient experienced infection which required antibiotic therapy. It was also reported that the incision required drainage and was resutured in the physician's office. No further details were provided. Additional information has been requested.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that a patient underwent a cervicofacial rhytidectomy with fat injections and suture was used. Patient was placed on augmentin 500mg bid post op for prohylaxis. On (B)(6) 2012, it was noted that the patient developed redness at the incision line. On (B)(6) 2012, the patient developed further breakdown of the incision. By 05/23/2012 no further breakdown was noted. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.